Manufacturer narrative:
The pump was received with normal operating currents and no unexpected off no power or low battery alarms noted. The pump was monitored, and no constant tone was noted. The pump passed the alarm test, and no unexpected alarm was noted. No moisture damage was noted under the lcd screen, electronic assembly or motor. The pump had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have received an alarm and experienced a constant tone coming from insulin pump. Customer's blood glucose was unknown. Customer reported to have received an unexpected restart alarm and display screen went blank. Customer also reported that the battery compartment and corners of display screen were cracked. Customer was advised that insulin pump would need to be replaced.